Manufacturer narrative:
The down button on the insulin pump had intermittent response due to moisture damage on keypad trace. The device had missing end cap sticker, cracked reservoir tube lip, minor scratches on the lcd window, and cracked case at display window corners.

Event description:
Customer reported via phone, the insulin pump wasn't working, none of the buttons were responding. The time and light work but nothing else. Customer's blood glucose was 150 mg/dl. Customer doesn't recall any significant event other than a solar flair. The device was not dropped and it was just in the customer pocket when he attempted to bolus. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.